Event description:
During a ventricular tachycardia procedure, the catheter was inserted in the femoral vein to the right atrium, when it was noted that the catheter was not able to flex in one direction. The tip was broken. The procedure was completed without replacing the catheter and without ice with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter deflected in all directions when actuating the steering mechanisms, but no longer deflected in the correct shape and no longer met specifications, due to the fractured and bent catheter tip as well as the kink in the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink in the catheter shaft remains unknown. The root cause of this issue was determined to be a design/process issue.